Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 231109. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty (20) needle samples were received for evaluation by our quality team. Through examination of the samples, two (2) needles had the blister packaging already opened and the packaging paper was broken. The remaining eighteen (18) needles were not opened. The blister packages were opened by the investigative team without any issue and none of the packaging paper had damage. Regarding the blister packaging issue, the film and paper of the unit package are sealed by pressure and temperature. Both parameters are automatically controlled and verified by the operators. Additionally, sealing defect in the product is evaluated as a part of the in-process inspections. Considering that the unused samples provided no defects, we cannot discard the possibility that handling had an impact on the reported issue. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles, sterility is compromised during opening of packaging. The following information was provided by the initial reporter, translated from german to english: when did the incident occur? During use. The cannulas are very difficult to open sterilely. Often, the paper is difficult to separate from the foil, and the remaining paper residue causes the cannula to become unsterile. This happens at least 3 times out of 10 times.